Event description:
When a user tried to ligate the polyp of the colon using the subject device, a tissue was damaged and bled. The user couldn't ligate the polyp since the loop and stopper of this device fell off into the patient's body. After that only the loop was retrieved, and hemostasis measures were given the patient in a different procedure. No perforation was confirmed as a result of CT examination. The hospitalization of the patient is extended, and a polypectomy will be done again.

Manufacturer narrative:
The subject device and the endoscopic image of the patient were returned to olympus for investigation. The loop did not have a stopper. A foreign substance that appeared in the image was not a stopper. As the result of checking the function of the subject device with an unused loop attached, nothing abnormal detected. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. From the above result, we concluded that a tissue was damaged and bled since the polyp was strangled excessively, and the user couldn't ligate the polyp using the loop that had no stopper. The stopper was detached from the loop due to the following, inappropriate user handling. After the user attached the loop to the subject device, the user pulled a slider by mistake. The stopper moved toward the distal end of the loop and detached from the loop. The user didn't notice stopper's detaching, and inserted the subject device into the scope.